Event description:
It was reported to boston scientific corporation that a capio slim was used during an anterior repair done on (B)(6) 2015. According to the complainant, ¿the device misaligned and the suture went into the body.¿ the failure mode is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event description may suggest that the capio device misfired. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a capio slim was used during an anterior repair done on (B)(6) 2015. According to the complainant, ¿the device misaligned and the suture went into the body.¿ the failure mode is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event description may suggest that the capio device misfired. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned capio slim device revealed that the carrier was bent. The carrier was actuated three times and it extended without any problem. Then it was actuated (deployed) three times with the suture and the needle does not enter in the slot. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.